Manufacturer narrative:
The device evaluation details. The bwi product analysis lab received the device for evaluation on 09-jun-2025. Visual inspection revealed a hole at the surface of the pebax without reddish material or another foreign material, with internal parts exposed. No other damage was detected on the device. The device was connected to the carto 3 system, and it was recognized and visualized; however, error 106 were displayed on the screen. Then the handle was dissected and sensor pads were measured and were found out of specifications due to an open circuit on the tip area. In addition, the device was dissected at the peek housing section and insufficient adhesive was observed on the wires; this could be related to the open circuit observed; however, this cannot be conclusively determined. A manufacturing record evaluation was performed and no internal actions related to the reported complaint condition were identified. A force issue and a hole on the pebax surface were identified during the investigation. It should be noted that product failure is multifactorial. The root cause of the adhesive condition is traced to the manufacturing process. The potential cause of the hole could be related to the manipulation of the device during the procedure; however, it could not be determined. The instruction for use (IFU) contains the following warnings and precautions: if the catheter has not reached a steady state condition, there is potential for a zero-offset drift to occur which could result in an inaccurate contact force reading. Always zero the contact force reading following insertion into the patient or when moving the catheter from one chamber of the heart to another. Ensure the catheter is not in contact with heart tissue prior to zeroing. To ensure proper operation of the contact force sensor, the tip electrode and the two distal ring electrodes must protrude from the distal tip of the guiding sheath. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to address manufacturing opportunities related to the force sensor issues. Explanation of codes: -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (B)(6) were selected as related to the biosense webster inc. Analysis finding of ¿manufacturing process¿ related issue. -investigation findings: open circuit (c0205) / investigation conclusions: cause not established (d15) / component code: sensor (B)(6) were selected as related to the biosense webster inc. Analysis finding ¿error 106 were displayed on the screen¿ issue. -investigation findings: manufacturing process problem identified (c16) / investigation conclusions: cause traced to manufacturing (d03) / component code: adhesive (B)(6) were selected as related to the biosense webster inc. Analysis finding of the ¿insufficient adhesive was observed on the wires¿. -investigation findings: material and/or chemical problem identified (c06) / investigation conclusions: unintended use error caused or contributed to event (d1102) / component code: sleeve (B)(6) were selected as related to the biosense webster inc. Analysis finding of the ¿a hole at the surface of the pebax with internal parts exposed¿. Manufacturer¿s reference number: (B)(4).

Event description:
This thermocool smarttouch sf catheter was received by the biosense webster failure analysis lab as extra product received. An investigation was performed to determine if there was an existing manufacturer reference number for this device. However, it could not be associated to any existing record. As a result, this record was created to analyze the returned device. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 20-jun-2025, observed a hole at the surface of the pebax without reddish material or another foreign material, with internal parts exposed. Bwi became aware of a hole at the surface of the pebax on (B)(6) 2025 and have assessed this returned condition as reportable.

Manufacturer narrative:
During an internal review on 17-jul-2025, noted a correction to the 3500a initial, under the d4. Primary UDI number as it should have been processed as (B)(4). Therefore, corrected. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. The manufacturer's reference number: (B)(4).